Event description:
Extended airleaks: during an unknown surgical procedure, the surgeon applied focalseal l on the patient's bronchus. The patient developed extended airleaks and was hospitalized for approximately two months. Although the application of the product to the bronchi is contraindicated in the instructions for use, the surgeon stated that he felt that the instructions did not explictly indicate this as a contraindication. No further information was provided.